Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing inhibition and oversensing on the right ventricular (rv) lead. The device also presented noise singals on both right atrial (ra) lead and right ventricular (rv) lead. The device was explanted and replaced due to being in advisory. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing inhibition and oversensing on the right ventricular (rv) lead. The device also presented noise signals on both right atrial (ra) lead and right ventricular (rv) lead. The device was explanted and replaced due to being in advisory. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.